Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited far r wave oversensing. The patient was doing fine. No intervention was performed; no additional information was available at this time.